Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a capio cl suture capturing device was used with a capio suture (type and size unknown) during a sling fixation procedure. According to the complainant, the needle of the suture detached inside the patient. The detachment occurred right at the needle. The physician attempted to locate the needle but was unsuccessful and the needle was not removed from the patient. No other damage was noted to the capio device. The physician completed the procedure with another capio cl device without any other complications. The patient's condition at the conclusion of the procedure and the patient's current condition were reported to be "fine."